Event description:
Bougie broke during patient use. The patient noticed after being released from hospital. Returned to emergency room for removal and was sent to operating room and re-intubated. The remaining fragment was successfully removed.